Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited changes in morphology, resulting in smart pass being disabled, and myopotential noise. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising that the device is currently programmed to the primary vector with signals below 0.5mv and myopotential noise. The power consumption is increasing in a gradual fashion, consistent with premature battery depletion (pbd). Ts provided recommendations for device replacement or re-evaluation of estimated battery longevity, and to perform system integrity, body movements, isometrics, with x-ray imaging. At this time, the device remains implanted. No adverse patient effects were reported.